Event description:
It was reported that the zimmer electric dermatome was not producing enough power. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 12/06/2010 and was last repaired on (B)(4) 2013 for a non-related issue. Evaluation of the device observed the device to operate erratically and below motor speed, however, the device met all calibration specifications. In post-repair, corrosion of the exterior motor casing was observed. The motor operated erratically under no load; however, it was within motor voltage specification. Given the corrosion on the motor casing, it is likely that the interior of the motor was corroded as well, which could have caused the customer's event. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the motor. The device was serviced and returned to the customer.